Event description:
Patient was revised to address knee pain (left side). Poly wear, osteolysis, and loosening of the femoral component were found intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database for the reported tibial insert component did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening or polyethylene wear based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.